Event description:
Reportedly the device was explanted after an implant duration of 145.77 months for unknown reasons. Per the cer: it was reported that the device was explanted and a (B)(4)was implanted as a replacement. No further details were provided. Information was learned through (B)(4). The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
This event was determined reportable per edwards lifesciences procedures. No customer letter required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.device was discarded at hospital.